Event description:
The customer reported a pacer equipment malfunction. There was no pt involvement. The failure was detected during operational check of the device.

Manufacturer narrative:
(B)(4). The customer reported a pacer equipment malfunction. There was no pt involvement. The failure was detected during operational check of the device. The device was evaluated by a philips field service engineer and the reported symptom was reproduced. The therapy pca was replaced to resolve the symptom. After passing all performance verification testing the device was returned to use.